Manufacturer narrative:
Analysis of programming history. Corrected data: the initial MDR inadvertently did not include the manufacturer narrative.

Event description:
During review of the patient's programming/diagnostic history available in the in-house database, it was observed that on (B)(6) 2010, the patient's settings were changed to unintended parameters that were indicative of a faulted system test occurring. However, there was only one lead test performed on this date at 4:22:06pm, the device was initially interrogated at intended settings on this date and then was programmed. Upon the next interrogation, the device was at unintended settings at 4:11:00pm. The device was reprogrammed, however the off time was not corrected on this visit. The magnet output current was corrected. No other anomalies were observed.

Manufacturer narrative:
.